Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on december 29, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.